Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator discovered a leak underneath the coulter lh 780 hematology analyzer. The leak was isolated to the corresponding tubing, which carries the vacuum for the probe and needle drain, as well as the lyse restrictor tubing. Lyse reagent and blood products are carried through this tubing. There was no exposure to skin, eyes, open lesions or mucous membranes. No medical treatment was sought by the operator.

Manufacturer narrative:
The instrument is currently performing with acceptable limits. A field service engineer (fse) was dispatched and replaced the corresponding tubing and the lyse restrictor tubing, which was the attributing factor to the root cause of this event. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.